Event description:
One pt, (B)(6), experienced a burning sensation after using (B)(6) disinfecting lens care solution.

Manufacturer narrative:
Complainant did not read the directions and rinsed her contact lens with her fingers instead of soaking in the barrel case for minimum of 6 hours.